Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An rn reported an issue with a 65cm evlt laser fiber. During a procedure, the fiber burnt inside of the patient, leaving an 8 inch piece of the fiber (and sheath) retained inside of the patient. The doctor needed to make an incision to retrieve the remnant. Customer clarified that they actually used a 90cm sheath on a 65cm "fiber" - locking in the sheath to the designated component. According to the angiodynamics territory manager, this is what lead to burning the fiber into the sheath and a portion breaking off. Customer admitted this was a user error for the complaint regarding the sheath breaking off in the patient. There was no report of patient adverse event received, as a result of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of sheath was burnt and fractured/migrated inside patient's vein could not be confirmed given the nature of this patient adverse event and no fiber or sheath sample was returned for evaluation. A "65cm evlt laser fiber. During a procedure, the fiber burnt inside of the patient, leaving an 8 inch piece of the fiber (and sheath) retained inside of the patient" was confirmed based on the customer noted the error was due to end user. The end user did admit that the root cause of this event was user error in that a 90cm sheath was used with a 65cm fiber. This combination would put the fiber inside the sheath when connected to the sheath lok fitting. With fiber tip located inside the sheath, activation of the laser provides heat to tip that melts the sheath and fracturing off the distal tip. The correct location of the fiber/sheath combination is to have the fiber extending just past the end of the sheath tip. Root cause of this event is end user error in using the incorrect sheath/fiber combination. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting. "Protective caps should be in place over sma connectors. Do not use if there is any sign of damage." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).